Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion alarm. The pump was scheduled to deliver 350 cc/hr for three days using d5 with potassium and sodium bicarbonate. Nine hundred and fifty ml was the volume to be infused for each of the infusions. The downstream occlusion alarms would occur towards the end of the multi day infusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event descrition has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6) hospital of (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported downstream occlusion. Baxter is working with the facility to mitigate the reported problem.